Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss an untreated episode of t-wave oversensing from this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician suggested that the patient will be assessed in-clinic to verify the sensing vectors and lowering the programmed conditional zone. Recently, it was observed that this patient received two inappropriate shocks due to a broadening rhythm morphology with fast atrial flutter and subsequent double-counting. The patient was hospitalized pending exercise testing to evaluate the device performance at higher rates. Ts was contacted again and confirmed that the therapy was delivered due to a low r:t ratio and t-wave oversensing. Recommendations for acquiring a new stored template were provided, and the field indicated that exercise testing was unable to reproduce the rhythm morphology noted during the inappropriate shock therapy. The physician will schedule an ablation procedure to better manage the patient's atrial flutter, and the patient was discharged with the device reprogrammed in the meantime. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.